Manufacturer narrative:
Block b3: exact date unknown, event occurred a couple of years prior to the date the manufacturer became aware. D6: explant date: a couple of years ago. Additional suspect medical device components involved in the event: model number/catalog number: sc-2317-70 serial number: (B)(6) batch/lot number: 7074658 model/catalog description: infinion cx lead kit, 70cm unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-2317-70 serial number: (B)(6) batch/lot number: 7074807 model/catalog description: infinion cx lead kit, 70cm unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-4318 batch/lot number: 27243798 model/catalog description: clik x anchor sterile kit unique identifier (UDI) #: ((B)(4).

Event description:
It was reported that the patient underwent a spinal cord stimulator (scs) system explant procedure due to an infection from the jacuzzi. No further information could be obtained despite good faith efforts.